Event description:
It was reported that customer's insulin pump buttons are not working. The device was not dropped or exposed to moisture. It was also reported that there were blotches and scratches on the insulin pump display. It was reported that the scratches were light and the customer can read the display. Customer's blood glucose was 85 mg/dl at the time of call. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. Insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratches on display window. No display anomaly or unexpected "blotchiness" on insulin pump screen noted. Insulin pump received with normal operating currents. No unexpected low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.